Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a microsensor worked properly during the procedure. After implantation, the icp showed 80mmhg repeatedly while the patient was normal through the CT check. Then the physician restarted the icp, while the icp readings was -20mmhg. Finally, the physician retrieved the microsensor and stop monitoring.

Manufacturer narrative:
Updated fields:  d4, d9, g3, g6, h2, h3, h4, h6, h10. The microsensor (ID 826631) was returned for evaluation. Device history record (DHR) - product 826631 for lot 5107783 (sn (B)(6)), and the lot met specifications when released. Failure analysis - no visible damage to the millar sensor, catheter, or connector. The icp express passed with reading 472. The device passed electronic, noise, linearity/hysteresis, and signal drift tests. The issue of the complaint was not confirmed the root cause of the issue reported by customer could not be determined as the device worked correctly. However, the possible root cause of the defect reported by the customer could be due to incorrect set-up of device.

Event description:
N/a